Event description:
The patient was not implanted with vns until after the event began; date of implant was (B)(6) 2015 and event was reported to have begun on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 it was reported that the patient has been experiencing dyspnea associated with stimulation and stridor/apnea with stimulation while asleep since (B)(6) 2015. The physician reported that the patient has no history of sleep apnea. Good faith attempts for further information from the physician have been unsuccessful to date.

Manufacturer narrative:
(B)(4). If follow-up, what type; corrected data: inadvertently selected 'additional information' instead of 'correction' on follow-up report #1.

Event description:
On (B)(6) 2016, clinic notes were received for review. Device settings were changed on (B)(6) 2016 (i.e. Reduced duty cycle) and vns was turned off over night for sleep study. The plan was to keep a diary of side effects. Clinic notes dated (B)(6) 2016 report that the patient is sleeping with the magnet on to keep vns stimulation off. It was reported that autostim was going off at night. The patient had one episode of gagging on liquid with reduced duty cycle, but was noted to be tolerating the setting changes a lot better. The plan was then to not turn off vns at night. The patient's output current was then increased. The physician assessed that magnet swipes were likely activating the patient's device during sleep. On (B)(6) 2016, the physician assessed the patient tolerated the setting adjustment without increase in breathing difficulty. As noted on (B)(6) 2016, patient was sleeping better.